Event description:
The customer reported multiple symptoms, including that intermittently they get a device error message after opcheck.

Manufacturer narrative:
(B)(4). The customer reported multiple symptoms, including that intermittently they get a device error message after opcheck. The device was evaluated the philips. The symptom was clarified as the device failing to discharge intermittently during opcheck. The issue me localized to the therapy pca.